Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic) and noise which triggered a lead integrity alert (lia). It was suspected that there was a setscrew or contact issue with the implantable cardioverter defibrillator (ICD). The pocket was re-entered and the physician reinserted the lead into the device. The device and lead remain in use. No patient complications have been reported as a result of this event.